Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a defect of the instrument channel port was identified during reprocessing of the device and a positive culture test occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the customer hygiene microbiological investigation report. Acid-fast bacilli was detected at the user facility. The cleaning, disinfection, and sterilization of the scope was performed by the customer. Pre-cleaning: wipe with enzyme cleaning solution and flush with the air/water channel cleaning adapter. Leakage test: leakage was not detected. Manual cleaning: the user used multienzyme detergent and cidex opa disinfectant. Aer: solop the device was not sent out for additional testing. The device was evaluated where no abnormalities were found though there were several technical defects such as the biopsy channel port was scratched, the inner wall of the channel was worn and scratched, and a black dot was visible on the image. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. 3.2 preparation and inspection of the endoscope inspection of the endoscope:inspect the control section and the endoscope connector for excessive scratching." Olympus will continue to monitor the field performance of this device.